Manufacturer narrative:
The investigation of low pump flow and thrombocytopenia has been completed. Low pump flow: on the same day as implantation, impella experienced suction events and motor current (mc) became flat. The data logs were recovered and showed suction events throughout case and purge flow trending down with purge pressure ticking upwards. No apparent mc spike outside of p-level changes. The pump was returned and inspected. Inspection revelaed. Biomaterial wrapped around the impellor blades. Low flow was able to be reproduced when pump was run in the lab, where flows were at 1.13l/min for p-6 and expected values for impella cp at p-6 are 2.5-2.9l/min. The cause of the low pump flow was biomaterial due to the biomaterial found wrapped around the impellor blades and low flow being reproduced in the lab. Thrombocytopenia: after 2 days on support, anticoagulant changed to bilval because care team thought patient might have hit- platelets not better. The cause of the thrombocytopenia was not determined due to insufficient clinical details.

Event description:
The user facility reported that an implanted impella cp on a patient suddenly began to experience suction in response to a loss of patient pulsatility and the motor current became flat. Despite a return of pulsatility and support level manipulation, the motor current on the pump remained flat and the decision was made to explant the pump. The purge had been changed to bival because it was thought that the patient might have heparin-induced thrombocytopenia and platelets were not better. The pump was explanted and the patient survived the procedure.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿